Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not sync up after hard drive replacement and backup was failed to restore properly. A field service engineer reconnected the original hard drive to medbank and performed a new backup to a flash drive. The new hard drive was then installed, and the station was restored using the updated backup. Medbank restored successfully, and the new hard drive was fully configured without further issues, customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user attempted to log in but received an employee inactive error. The user reported that this issue began occurring after the hard drive was replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.